Event description:
It was reported that the noise reversion was observed through remote transmission. When the patient presented in-clinic, the noise was reproducible with isometrics. The lead was capped and replaced. The patient was in stable condition post-procedure.

Manufacturer narrative:
(B)(4).